Event description:
It was reported that a flipped pump was confirmed. The pump was in loose tissue (flap) and could be interrogated on one side of the flap but not the other. The patient said the pump was flipped during a surgery not related to the infusion system. It was later reported that the patient had been feeling quite sick over the past 2 weeks; no specific symptoms were reported. Telemetry revealed that a low reservoir alarm had occurred in (B)(6) 2011 and an empty reservoir alarm occurred on (B)(6) 2011. The pump had contained dilaudid. The patient weighed (B)(6) when the pump was implanted and now weighed (B)(6). She had a large flap of loose skin in her abdomen; the pump was literally folded over in the flap. The pump can be interrogated and refilled if the flap was lifted up. The pump was refilled without difficulty. The healthcare professional (hcp) kept her on the same dose and told her to call if she was not noticing any therapeutic benefit. The pump was causing the patient a lot of discomfort. The hcp discussed the possibility that damage may have occurred to the pump. An appointment was scheduled for the near future with a surgeon to discuss a pocket revision as the pump was causing the patient 'a lot of discomfort'. They may consider implanting the pump in her back as an alternative. The patient did not commit to going to the appointment. The patient had 'multiple other medical issues and is not reliable about keeping her appointments'.

Manufacturer narrative:
Catheter model # 8709, lot # j11653r13, implanted: (B)(6) 2004, explanted: unknown.